Event description:
A discordant creatinine result was generated by the dimension rxl with hm system. The result was not reported to the physician. The sample was retested on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.

Manufacturer narrative:
A siemens technical support specialist (tss) was contacted by the customer. The tss reviewed the data files and instructed the customer to replace the sample probe, reseat the reagent 1 probe, run precision and qc. The tsc determined that the cause of the discordant creatinine result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.